Manufacturer narrative:
The investigation could not determine a specific root cause. However, it was noted the customer was not following the tube manufacturer's recommendations for centrifugation time and speed which could have contributed to the event and to the issues found by the field service representative.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 88 mmol/l with a data flag and the repeat result was 136 mmol/l. The initial chloride result was 61 mmol/l with a data flag and the repeat result was 96 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. There were no adverse events associated with the erroneous results. The electrode lot numbers and expiration date were requested, but not provided. The field service representative found the ise mixing tower was blocked up and a fuse was blown. He replaced the ise mixing tower, replaced ise tubing, and replaced the fuse. To verify the analyzer operation, the customer ran qc with all results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.